Event description:
It was reported to medtronic minimed that the customer stated that the piston sometimes did not rewind completely, did a displacement test to check if the pump would detect that there is no reservoir, but the pump did not alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rewind anomaly noted. No unexpected motor alarms noted in the pump history files. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The sc1-cap locked properly into reservoir compartment during testing.the following were noted during visual inspection:¿scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Alleged low reservoir anomalies not confirmed. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.